Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that there was no alert. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient reported that she did not receive any low glucose alert. She passed out and went to the hospital where her blood sugar was 17 mg/dl. The cgm value was not provided. She was treated with an IV and had something injected into the IV to make her blood sugar go up, but she does not know the name of the medication. At the time of the report she was okay and stable. Data was evaluated and confirmation of the allegation and probable cause was undetermined. No additional patient or event information is available.